Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope's insertion tube had a dent or bite deformation. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found foreign material in the nozzle. In addition to the reportable malfunction, the following were noted: due to a scratch on the objective lens, the image had a dark area; due to a deformation of the upward/downward angulation control knob and a pinhole on the universal cord, water tightness was lost; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value and the play of the upward/downward angulation control knob was out of the standard value; the adhesive around the objective lens was peeled; the adhesive on the bending section cover had a chip; the plastic distal end cover had a scratch; the connecting tube had a scratch and a wrinkle; the control unit had a scratch and discoloration; the forceps elevator knob and lever had a scratch; the grip had a scratch; the image guide protector had a scratch; the objective lens had a scratch; the paint on the air/water-cylinder and suction cylinder were peeled; the protector of the universal cord on the suction connector side had a scratch; the right/left knob had a scratch; the scope connector cover unit had a scratch; the suction connector had a scratch and discoloration; the scope cover had a scratch; the suction cylinder was shaved; switch 4 had wear; the switch box had a scratch; the upward/downward angulation control knob had a scratch; the universal cord had a scratch and a wrinkle. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. It was unknown if there was any delay to starting precleaning, if the air/water nozzle was flushed with air and water, wiped/brushed, or flushed with a detergent solution during reprocessing. A review of the device history record found that although non-conformity was identified in manufacturing, it was shipped in accordance with specifications and there were no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): 'chapter 3 preparation and inspection' describes how to detect the subject event and the reprocessing manual 'chapter 5 reprocessing of the endoscope' describes how to prevent the subject event. Olympus will continue to monitor the field performance of this device.